Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative stop button was confirmed and reproduced during product evaluation. This condition was caused by an inoperable stop key on the pumphead module keypad. The pumphead module keypad was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with an inoperative stop button. This event was reported to have occurred upon power-up and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.